Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that an unexpected reset occurred. The customer¿s blood glucose level ranged between 150-350 mg/dl. Additionally, it was reported that the pump date was inaccurate: cause was unknown. The customer corrected the date to address the issue. Reportedly the customer continued to use the pump for insulin therapy.